Event description:
Complainant alleged that during functional testing, the device was unable to switch to defib or pacer modes. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.